Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort. The right atrial (ra) lead exhibited suspected perforation. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.